Event description:
This 56 yr old female underwent bilateral augmentation mammoplasty in 1979 with insertion of co's silicone gel implants. As the implants were implants were implanted at another facility, this reporting facility doesn't know the implant specifics. The pt has developed fibromyalgia fatigue, depression, and breast pain. Gross exam: both implant's outer lumen of saline is deflated. The right implant is ruptured and exudes a sticky stringy material. Both capsules show fibrosis.